Event description:
The patient experienced loss of therapeutic effect and had been incontinence for 2 years. The patient had not been seen in four years and cannot assess situation without seeing patient. It was noted that the device was indicated for urinary retention. The patient has a catheter and family would like it removed but they are reluctant to do so. The patient is in a rehab facility and would be there for 6 days. No outcome was reported regarding this event. A further follow-up is being conducted to obtain this information.

Manufacturer narrative:
Concomitant medical products: product ID: 3037, serial# (B)(4), product type: programmer, patient. Product ID: 3 889-28, lot# v727844, implanted: (B)(6) 2011, product type: lead. (B)(4).